Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and loss of stimulation. The lead was completely disconnected from the tails of the lead and the tails had been coiled several times leading into the ipg.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: (B)(6). Batch: 32930662.

Event description:
It was reported that the patient was experiencing pain and loss of stimulation. The lead was completely disconnected from the tails of the lead and the tails had been coiled several times leading into the ipg. Additional information was received that the patient underwent an explant procedure.

Manufacturer narrative:
Sc-8216-50 (sn (B)(6)) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The paddle lead passed the impedance test. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver scs. Sc-4318 ((B)(6)) the returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver scs.

Event description:
It was reported that the patient was experiencing pain and loss of stimulation. The lead was completely disconnected from the tails of the lead and the tails had been coiled several times leading into the ipg. Additional information was received that the patient underwent an explant procedure.